Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: totally extraperitoneal laparotomy. According to the reporter, during the procedure, the balloon of the camera trocar ruptured after two and half hours of use, and another trocar was used to continue the procedure. The procedure was converted to tapp from tepp when the issue occurred since the peritoneal membrane was torn. The cause of the torn peritoneal membrane was not the balloon rupture but the mesh placed on the other side of inguinal hernia in the past. The area where mesh was placed had adhesion and got stressed more than usual when the cavity in front of the peritoneam was inflated. The torn peritoneal membrane was repaired by suture with a wound retractor, removing the camera port. The patient's condition reported was fine. Nothing fell into the cavity. No bleeding.